Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and enlarged atrium. A mitraclip ntw was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. However, after removal of the steerable guide catheter (sgc), an atrial septal defect (asd) was observed. Therefore, an asd closure device was implanted. There was no clinically significant delay in the procedure.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as a closure technique was performed for iatrogenic asd. There is no indication of a product issue with respect to manufacture, design, or labeling.